Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen is not responding properly. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer states that the touchscreen is not responding properly. Customer replaced the ui assembly and device is still having issues with touchscreen. Informed customer that if ui assembly didn't repair device, following signal path the next step would be the pm board then the cpu. Investigation is ongoing

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that the touchscreen is not responding properly. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer states that the touchscreen is not responding properly. Customer replaced the ui assembly and device is still having issues with touchscreen. Informed customer that if ui assembly didn't repair device, following signal path the next step would be the pm board then the cpu. The customer called back into technical support and informed that he replaced the cpu printed circuit board assembly (pcba) and now needs encryption codes for software options. The customer was able to install avaps, cflex, and ramp back into the v60 successfully. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.